Manufacturer narrative:
Bicart product involved in this incident was discarded and not available for investigation.

Event description:
A pt in ireland was undergoing a dialysis treatment that involved a polyflux 210 h dialyzer. Following "air in blood t0 failure" and "air in venous line" alarms, the nurse resolved the alarms. The content of the extracorporeal circuit was returned to the pt. The pt became symptomatic with complaints of chest heaviness, shortness of breath, vomiting, and headache. The pt was transported to the hosp for further observation.